Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.device not returned.

Event description:
It was reported that the device was difficult to remove. Customer's bg level was not impacted. Customer applied more force and was able to remove cartridge.